Event description:
It was reported that the patient underwent surgery due to their incision site issues. It was determined that the cause of the issues was a suture sticking out. The suture was fixed. No further relevant information has been received to date.

Event description:
It was reported that there was a significant protruding area of the vns at the incision site. Pain and discomfort in the area secondary to an apparent granuloma was also reported. No known relevant intervention has occurred to date. No further relevant information has been received to date.

Event description:
The physician reported that the physician thought the tenderness at the vns generator pin was the pin. He indicated there was no pain with stimulation or indication of infection at the time. The physician said that the believed cause of something sharp pushing out of the generator site is that he didn't know but that maybe the skin was thin at the site. No known relevant intervention has occurred to date. No further relevant information has been received to date.

Event description:
Within 3 months of surgery, it was reported that the patient needed to see a surgeon because the patient has something sharp pushing out from the generator site but had not broken the skin. 8 days later, it was reported that the patient had an infection, which the neurologist believed was due to the surgeon performing the surgery clinic notes for referral indicated that the patient had discomfort at the generator at the pin insertion site. This was indicated to be intermittent and mild. The manufacturer's device history records for the patient's generator and lead were reviewed. Sterility of products prior to release was verified. No further relevant information has been received date. No known surgical intervention has occurred to date.